Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No physical damage noted during our visual inspection.

Event description:
The customer reported via phone call that the insulin pump experienced a beep anomaly. The customer's blood glucose was 80 mg/dl. The customer stated that she rewound the insulin pump, needed to get out of the rewind complete screen, and found that she was having trouble hearing the insulin pump's beeps. She stated that the insulin pump was not beeping at all and changed the alert type to vibrate. The customer performed the self test and reported that the insulin pump did vibrate during the self test. The customer stated that she still did not receive a beep from the insulin pump and wished to have it replaced. She noted that she had already tried using a new battery in the insulin pump, which did not resolve the beep anomaly, and that the battery was depleted within a day at the rewind sequence. She stated that the battery bars returned to normal but she still did not hear beeps. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.